Manufacturer narrative:
(B)(4). Internal file number - (B)(4). Device coding: (B)(4). Evaluation summary: the device returned for analysis. The complaint investigation determined the reported difficulty was related to manufacturing issues associated with the protective sheath. On (B)(4) 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.

Event description:
Subsequent to the initial filed medwatch report, the following additional information was received: the lumen of the 3.0x15mm nc trek rx balloon dilatation catheter (bdc) was not flushed prior to removing the protective balloon sheath. The protective sheath was removed without difficulty then the bdc was soaked and prepped via air aspiration outside of patient anatomy without issue prior to use. The bdc was then advanced without difficulty. While the device completely failed to inflate, no leak was noted. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Medwatch #2024168-3/14/2017-002-r.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the mildly tortuous mid left anterior descending (lad) coronary artery via angioplasty with a 3.0x15mm nc trek rx balloon dilatation catheter (bdc). After unpackaging and prepping the nc trek rx bdc, it was advanced to the lesion. Despite several attempts to inflate the balloon, it failed to inflate. The nc trek rx bdc was withdrawn from the patient and another attempt was made to inflate the balloon while outside of patient anatomy; the balloon, again, failed to inflate. An unspecified non-abbott device was used to complete the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.